Event description:
The customer called and reported the insulin pump alarmed with a battery out limit. The customer was in the hospital with a parasite, entirely unrelated to his diabetes. The customer stated his blood glucose was dropping and he could not use the insulin pump, but this did not extend hospitalization. The device will not be returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.